Event description:
(B)(4). (B)(6) called in requesting 4 floor locking components for table. No fluid leaking, legs just will not lock.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. The device was not returned to the manufacturer, however, the product was serviced on site. The contact person for the hospital is unknown at the time of this report. The report was received from a 3rd party contract service. Device manufacture date was unknown at the time of this report. Evaluation summary: the vertier mobile surgical operating table is a class I, type b device used by surgical staff to position and support a patient for surgical procedures in a hospital operating room. It is primarily battery powered with an ac cable for recharge. The floor lock feet provide stability to the table when they are unlocked as well as allow the majority of the table's articulation. When the feet are unlocked, the table can be moved around the operating room freely on the table wheels. In the event, the table floor lock feet unlock during surgery then the table can be moved and there is a potential for patient injury as the table can be moved freely. However, in this case, there was no patient involvement and no patient injury. This is not a single use device.